Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure on an unknown date. The patient experienced a tiny mesh exposure noted at the posterior wall 1mm x 2mm. The patient was given local estrogen vagitem. Additional information was requested.

Manufacturer narrative:
(B)(4): the patient was estrogenized, however it is unknown if it was prior to the procedure or following the procedure. The mesh exposure was managed with vaginal estrogen only.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4):mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.